Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from USA alleging an unknown error message issue with the one touch verio iq meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an unknown error message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips have been returned to lifescan on (B)(4) 2012 for evaluation. The evaluations of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluations of the products are completed, a supplemental report will be filled.